Event description:
A report was received that the patient was experiencing discomfort at the pocket site and was having difficulty charging the ipg. It was noted that the ipg had flipped. The patient underwent an ipg pocket revision. The patient was doing well postoperatively.